Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that during a patient event while paramedics were performing qcpr the patient's chest "caved in." The involved patient died.

Manufacturer narrative:
The device and accessories were returned to philips for evaluation. The defibrillator was evaluated by a philips bench technician. The device passed all required testing. Paramedics reported that after arrival to the hospital, the cable to the meter was inadvertently cut during resuscitation efforts. Upon evaluation of the meter, philips confirmed the qcpr meter cable was cut. The qcpr meter was visually inspected with no abnormalities noted. Note that the mrx addendum (453564586911 edition 1) states: warning: properly performed CPR can result in the fracturing of a patient's ribs or other chest injuries, including external chest wall bruising or abrasion.* if patient rib or chest integrity has been compromised, continue to provide CPR in accordance with your local protocol. The device was evaluated with no trouble found. The device passed all required testing and was returned to the customer site for use. Philips is unable to determine if the qcpr meter contributed to the reported symptom.